Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found. The cause of the reset was an anomalous component on the hybrid.

Event description:
It was reported when an asymptomatic patient presented to the clinic, the device was found in backup vvi mode. Same result occurred when using another programmer. Communication could not be reached with the device. The device was explanted and replaced. No further information is available.